Event description:
Approx 1 year post implantation of the gore excluder aaa endoprosthesis, this pt was identified with aneurysm enlargement and a type ii endoleak from a lumbar vessel. No reintervention was reported.